Manufacturer narrative:
Carefusion complaint number: (B)(4) . In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Event description:
The customer stated that the ventilator is alarming high p peak and the safety valve opened. There was no patient involvement.

Manufacturer narrative:
Results of investigation: the gas delivered engine (gde) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause was due to the expiratory flow transducer output being unstable. The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications.